Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer also reported crack on the retainer ring. Customer stated that there was physical damage to the insulin pump's retainer ring and the reservoir was able to lock in place when inserted into insulin pump. The device will be returned for analysis.